Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra valve in the aortic position. The initial stick at the right groin had to be repeated several times due to the obesity of the patient. The insertion of the 14f esheath tracked easily in the patient. Resistance occurred when the 26mm commander delivery system and 26mm sapien 3 ultra valve became stuck in the blue portion of the sheath, approximately 4 cm from the tip of the sheath and the wire came out of the left ventricle. The sheath, delivery system and valve were removed as one unit. There were no injuries to the patient and no known damages to the devices. A second 14f esheath, 26mm sapien 3 ultra valve and 26mm commander delivery system were prepped per IFU. Resistance occurred again in the same location as the first devices. Upon attempting to remove the second set of devices, it was determined the system was stuck in the inguinal ligament. During withdrawal the valve was dislodged from the delivery system. The delivery system and sheath were removed from the patient's body but the valve came out of the sheath and became stuck in the patient's inguinal ligament. This required a surgical intervention to remove the valve and patch the common femoral. Patient was reported as doing fine. Tavr is to be schedule with different access site. It is to be noted it was determined when the physician did the stick, the stick went through the inguinal ligament.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed as no relevant procedural imagery was provided for evaluation. In this case, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and was not confirmed through investigation. In addition, a review of IFU/training materials revealed no deficiencies. In this case, the valve became stuck inside the sheath near its tip. During the removal process, while it was reported that the entire system was withdrawn as one unit, if the devices were not held properly, the sheath might slip proximally, pushing the valve forward to exit the sheath and become lodged in the patients inguinal ligament. While a definitive root cause was unknown, it is possible that use error (improper withdrawal technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.